Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of screw loosening could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, (B)(6). The title of this report is ¿delayed bladder perforation due to screw loosening after pelvic ring injury surgery¿, published on (B)(6) 2021, and can be found at https://doi.org/10.20408/jti.2021.0054. The report is associated with the stryker ¿matta pelvic system¿ and includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced screw loosening after 6 months of surgery.